Event description:
It is reported that patient death occurred approximately 40 months post index procedure. Cause of death was non- cardiac.

Event description:
Patient had three endeavor sprint drug-eluting stents implanted during the index procedure. The previously reported stroke was treated with pta of the right carotid artery for stenosis.

Manufacturer narrative:
Results: inherent risk of procedure (stroke). Conclusions: inherent risk of procedure (stroke). (B)(4).

Event description:
During index procedure, the patient had three endeavor resolute drug-eluting stents successfully deployed; two at lad and one at left main. Approximately 9 months post index procedure, patient underwent revascularization of left main with the deployment of an endeavor sprint drug-eluting stent. Approximately 19 months post index procedure, patient experienced a stroke which was treated with medication. Investigator reported that the event was not related to the study device. Patient is reported to be in remission and no other clinical sequelae were reported.